Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm)1 was analyzed and found to indicating fiber fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop, replicating the reported event. The usm was then installed onto a pftp where fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of error 319 may be attributed to a faulty system component. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for failure analysis testing. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical liver resection procedure, the customer informed the technical support engineer (tse) error 319 appeared prior to staring. The power cycle didn¿t work. The customer adjusted the universal surgical manipulator (usm) 1 position followed the tse and fse guidance to disable usm1. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fse informed the surgeon disabled the arm due to the issue. The procedure was completed robotically with 3-arms. The issue was resolved when the arm was replaced.